Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: during investigation, the black box history showed a call service 078 alarm. It was not able to be reproduced during investigation. The load and prime steps were performed successful. The pump was exercised for 24 hours with no alarms occurring. The pump was opened and there was evidence of moisture and deposits on the motor flex connector and throughout the interior of the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked. (B)(4).